Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Customer's blood glucose level was 8.3 mmol/l. Customer advised that the device is going through batteries quickly and they constantly needed to replace the battery on the device. Troubleshooting for the no power error detected was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer advised they replaced the battery on the device and it works fine. Customer was advised to monitor the insulin pump and call back if the issue reoccurs. Customer called back to report that the power system error occurred once again. Customer was advised to wait for the notification light to stop flashing, replace the battery, clear the power system alarm, update time and date, complete the reservoir change and finally complete the tubing process. Customer was advised these steps will resolve the issue.